Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is defined as: wheel locks broken, MDR is being submitted as a result of a retrospective complaint review.

Event description:
Wheel locks twist because of arm and will not lock.